Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The coated portion of the knife was peeled and the knife wire was exposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire may have come into contact with metal portion of device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus when the sphincterotome was inserted within a duodenovideoscope, the coating was cracked. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed without a delay, using another similar device. There was no report of patient harm associated with this event.